Event description:
It was reported that the marker bands on the balloon were malpositioned. A 16-4/5.8/120 xxl¿ esophageal balloon catheter was selected for use and advanced to dilate the lesion. During inflation, the physician noted extra contrast leakage and no balloon inflation. The physician also noted that the distance between the radial and the official markerband in the balloon was extremely long. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the returned device was analyzed. Visual examination of the returned device identified a "v"shape tear over the distal markerband. A microscopic examination of the balloon material identified no anomalies which could potentially have contributed to the tear. Using a blade the balloon material was removed in order to inspect the distal markerband. No issues were noted with the markerband which could potentially have contributed to the balloon tear. No issues were noted with markerband positioning on the shaft. The inside edge of the proximal ro marker and the inside edge of the distal ro marker was within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: "the xxl¿ balloon dilatation catheter is intended for use in adult and adolescent populations to dilate strictures of the esophagus". The dfu also states under the section titled "other precautions" that: "any use for procedures other than those indicated in these instructions is not recommended". (B)(4).

Event description:
It was reported that the marker bands on the balloon were malpositioned. A 16-4/5.8/120 xxl esophageal balloon catheter was selected for use and advanced to dilate the lesion. During inflation, the physician noted extra contrast leakage and no balloon inflation. The physician also noted that the distance between the radial and the official markerband in the balloon was extremely long. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).